Manufacturer narrative:
This follow-up report is being filed to relay corrected information. Patient is bilateral and underwent a revision on the right side; however, it is unknown which component was revised. Therefore the following sections could not be completed due to the part/lot information could be: category number - ep-183660, lot number - 270240, expiration date - feb 28, 2019, manufacture date ¿ feb 28, 2014. Or the part/lot information could be: category number - ep-183660, lot number - 634610, expiration date - feb 28, 2018, manufacture date ¿ feb 7, 2013.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information. Patient is bilateral and it is unknown which side was revised therefore the following sections could not be completed due to the part/lot information could be: category number - ep-183660, lot number - 270240, expiration date - feb 28, 2019, manufacture date ¿ feb 28, 2014. Or the part/lot information could be: category number - ep-183660, lot number - 634610, expiration date - feb 28, 2018, manufacture date ¿ feb 7, 2013.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported that the patient underwent bilateral total knee arthroplasty on (B)(6) 2014. Subsequently, the patient's right knee was revised due to excessive scar tissue on (B)(6) 2015. The bearing was removed and replaced.